Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system fault. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found corroded battery springs, and the upstream occlusion sensor was worn. The devices event history log was reviewed for evidence of the reported problem and found system fault 46,507 error. The alarm occurred before the device lost power, while infusing. Functional testing was performed, the reported problem was unable to be duplicated. It was determined that the most probable cause would be fluid intruding into the battery compartment, causing the device to lose power. To address the issue the error code was cleared and the battery springs were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.